Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (20 mg/ml at 7.5 mg/day) and bupivacaine (10 mg/ml at 3.75 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient presented to the surgery center for routine pump replacement due to elective replacement indicator (eri). Prior to being taken to the operation room, the physician performed a catheter access study and found the catheter to not be patent. The patient did note that their pain had been worse ¿recently¿ but attributed it to cold weather changes. No recent falls, injury, or precipitating events. The patient was then taken to the operation room where the physician first opened the pump pocket and disconnected the pump from the catheter connection. The physician then dissected out the catheter and uncoiled it. Another attempt was made to aspirate csf from the catheter without success. The physician then proceeded to open the spine incision to access the anchor; then dissected out the tail of the anchor from the scar tissue and was able to reestablish flow of cerebrospinal fluid (csf). The physician planned to use the original pump segment, but the surgical technician inadvertently discarded it into the trash; therefore, an 8784 kit was opened to replace the proximal pump segment and used a collet to reattach it to the spinal segment. Once reconnected to the spinal segment, the physician attached the pump to the pump segment and was able to aspirate csf from the catheter access port. To reduce the risk of drug toxicity, the patient¿s drug was changed from morphine 20 mg/ml and bupivacaine 10 mg/ml to morphine 1 mg/ml and bupivacaine 0.5 mg/ml. The daily dose was reduced from morphine 7.5 mg/day and bupivacaine 3.75 mg/day to morphine 0.1 mg/day and bupivacaine 0.5 mg/day. The issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-feb-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.